Manufacturer narrative:
A ge rep evaluated the system and replaced a retainer pin in the rotational motor. The system operates as intended.

Event description:
The customer reported the c-arm would not tilt. No pt injury was reported.